Event description:
It was reported that while using bd synapsys¿ the customer experienced a problem with culture workup workflow. The defined protocol length was not applied to the instrument. This event occurred 1 time. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "I attached to the case a new example of a test where the defined protocol length has not been applied by the fx."

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the MDR 1119779-2022-00399 is a duplicate of 1119779-2022-00321. This supplemental is to cancel MDR 1119779-2022-00399.

Event description:
It was reported that while using bd synapsys¿ the customer experienced a problem with culture workup workflow. The defined protocol length was not applied to the instrument. This event occurred 1 time. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "I attached to the case a new example of a test where the defined protocol length has not been applied by the fx."